Event description:
It was reported that the pump indicated a data log corruption and that the battery gauge was fluctuating. A replacement pump was sent to the customer to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged data error alert was verified, but the battery not holding charge issue could not be verified, however multiple power source alerts were identified.